Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1903243 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture sample, the discardit 10ml shelf-carton was observed to contain discardit 20ml syringes. Within the manufacturing facility, the 10ml and 20ml syringes involved in this incident were produced in adjacent production lines. The packaging machines following the production lines are managed by a single operator. It has been determined that this issue resulted from an operator error, where both product was introduced into one packaging line. In response to this incident action has been taken to prevent the recurrence of this issue, including improvements to the camera detection system and employee awareness training.

Event description:
It was reported that a pack of syringes s2 10ml 22ga 1-1/4in bd china were found in the box of "20ml" syringes before use. This occurred on 100 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from chinese to english: "the teacher of equipment department found that a medium packet of 10ml syringe was placed in a 20ml box".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pack of syringes s2 10ml 22ga 1-1/4in bd (B)(4) were found in the box of "20ml" syringes before use. This occurred on 100 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the teacher of equipment department found that a medium packet of 10ml syringe was placed in a 20ml box."